Event description:
It was reported that the procedure was to treat a chronic total occluded lesion in the superficial femoral artery (sfa). The 5.5x200mm armada 18 balloon dilatation catheter (bdc) was advanced without resistance and inflated twice at 8 atmospheres (atms) and 12 atms but ruptured during the second inflation. Another 6x150mm armada 18 bdc was used to treat the sfa. However, the same armada 18 bdc was used to treat another lesion in the popliteal artery with heavy calcification and ruptured at 8 atms during the first inflation. There was no resistance during advancement. Another armada 18 bdc was used to treat the popliteal artery and completed the procedure. All devices were prepped and used per the instructions for use (IFU). There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional armada device referenced is being filed under a separate medwatch report number.